Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0322639. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that blood leaked from the bd intima-ii¿ closed IV catheter system needle joint due to damage in the tubing. The following information was provided by the initial reporter, translated from chinese to english: "during the course of indwelling needle puncture, the patient's blood leaked out from the joint of the intravenous indwelling needle handle, and the examination found that the drainage tube at the joint of the intravenous indwelling needle handle was damaged."